Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 23/mar/2023. Additional information: the device has not yet been returned for analysis. The investigator determined that a device history record (DHR) review is required for this complaint, as there were other similar complaints against this lot number, af04533 and allegation. DHR review was completed for lot number, af04533. The subject product met all specifications and requirements in effect at the time of manufacture. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.

Event description:
Doctor called and said that the balloon was leaking after two days of implanted. Doctor decided to remove the balloon. The balloon was removed successfully.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 11/jan/2023. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of deflation and early removal; intolerance and pain as follows: the igb is composed of a soft silicone elastomer and is easily damaged by instruments or sharp objects. The igb must be handled only with gloved hands and with the instruments recommended in this document. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients with an igb that present with severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. Patients must be advised that the igb is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of igb placement increase the risk of igb deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when igbs are filled to a larger volume than indicated (greater than 700cc). It is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic gastroesophageal reflux. Insufficient or no weight loss. Additional information: the device has not yet been returned for analysis. The investigator determined that a device history record (DHR) review is required for this complaint, as there were other similar complaints against this lot number, af04533 and allegation. DHR review was completed for lot number, af04533. The subject product met all specifications and requirements in effect at the time of manufacture.